Event description:
A patient of unknown age and gender presented for an unspecified procedure. As reported by the user, during the procedure the 0.018" microintroducer wire broke and a part of the wire migrated into the patient. The patient was transported to the operating room and the piece of wire was successfully retrieved from the patient. There was no report of permanent harm or injury to the patient.

Manufacturer narrative:
It was reported that the device would be available to be returned to the manufacturer for evaluation after it was processed by the user facility's internal procedures. To date the device has yet to be returned. Attempts are being made to obtain the device for evaluation. An investigation into the root cause for incident is currently in progress. Once the device is received and evaluated, the results of the investigation will be sent via a follow up medwatch. A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. (B)(4).